Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. . A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case and bottom case were badly damaged and the right plunger case and the alternating current (ac) cable receptacle were cracked. A review of the event history log identified syringe plunger not in place. During functional testing the syringe plunger not in place was found during the syringe test. Plunger board did not operate as intended due to normal wear. The root cause of the problem was related to normal wear of the pump as it is over 13 years old. Replaced plunger board and performed syringe test and all functional testing which passed.

Event description:
It was reported that the pump exhibited a syringe plunger not in place error. No patient injury was reported.